Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12739. It was reported that the patient experienced pain in the right knee following implant. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted.